Event description:
It was reported that a vascular stent started to deploy in the introducer sheath during advancement to the treatment site in the sfa. Approximately one half inch of the stent was released. The device was removed and another vascular stent was deployed without incident. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.